Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021. During a wiret clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The physician noticed a backflow of blood towards the end of the procedure. It is unknown if the leakage was coming from the hemostatic valve or the side port of the sheath. The sheath was not replaced, and the procedure was completed. There was no patient consequence. The physician did not see any physical damage to the hub. It did not appear split or broken from the physician¿s observation. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. Percutaneous or surgical removal was not required. The patient hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding and there was no blood loss. Device evaluation details: the product was returned to biosense webster, inc. (Bwi) for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The device appeared in normal condition. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied there were no air leaks or bubbles. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed for the finished device 00001731 number, and no internal actions related to the complaint were found during the review. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)-2021, it was noticed that the correct manufacturing date for the finished device 00001731 number is (B)(6)-2021. On the initial report, it was incorrectly reported as (B)(6)2018. Therefore, h4. Device manufacture date has been updated.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a wiret clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The physician noticed a backflow of blood towards the end of the procedure. It is unknown if the leakage was coming from the hemostatic valve or the side port of the sheath. The sheath was not replaced, and the procedure was completed. There was no patient consequence. The physician did not see any physical damage to the hub. It did not appear split or broken from the physician¿s observation. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. Percutaneous or surgical removal was not required. The patient hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding and there was no blood loss.